Event description:
It was reported prior to use with relion¿ insulin syringe a clear oily liquid comes out when plunger is pressed. The following information was provided by the initial reporter: it was reported that there is a clear oily liquid coming through needle.

Manufacturer narrative:
H6: investigation summary customer returned (2) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 0272731 and (1) vial of novolog. Customer states that there is a clear oily liquid coming through needle. Both returned syringes were tested and one syringe exhibited a small clear droplet of material come of out the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0272731 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use with relion¿ insulin syringe a clear oily liquid comes out when plunger is pressed. The following information was provided by the initial reporter: it was reported that there is a clear oily liquid coming through needle.